Event description:
Device 1 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, with a guide wire present in the access site, as the suture was advanced to the artery with the knot pusher, the suture broke. The suture was removed and a second and third proglide device were attempted with the same results. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device #2 and #3 part# 12673-03, lot # 90033-6h indicated are being filed under separate medwatch MDR numbers.